Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the complaint history, it seems that this failure is an anomaly and an isolated incident. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that his versalok ti anchor with orthocord would not stay in the bonehole and pulled out. The sales rep reported that the anchor seemed to be stuck to the inserter and would not deploy. The surgeon removed the anchor and sutures causing a 35 minute delay. The surgeon completed the procedure with a healix advance anchor in the same bonehole with no patient consequences. The customer discarded the complaint device. The sales rep stated that the bone quality was good.